Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with prime error alarm during basic occlusion test due to protruded and loose drive support disk. The insulin pump had missing end cap sticker, cracked case at display window corner, minor scratches on lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump alarmed aa33 (compromised force sensor system) during manual prime, and that the customer had reverted to insulin pens. It was also reported that the customer's insulin pump had a protruding drive support cap. The insulin pump will be replaced. Customer's blood glucose value reported as 7.8 mmol/l. Nothing further reported.